Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and found electrode broken near sensor tip.

Event description:
It was reported that the insulin pump received multiple sensor alarms. Customer's blood glucose reading was 162 mg/dl. Nothing further reported.